Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the chair is stuck in a lock out mode and the end user is stranded.